Event description:
It was reported that the bd safe-clip¿ is no longer clipping. The following information was provided by the initial reporter, translated from spanish to english: the needle cutter no longer cuts me.

Manufacturer narrative:
H6: investigation summary no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
The manufacturing location for this product is nypro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1., and the franklin lakes FDA registration number has been used for the manufacture report number. E1: initial reporter e-mail: (B)(6). D.4 device expiration date: na h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safe-clip¿ is no longer clipping. The following information was provided by the initial reporter, translated from (B)(6) to english: the needle cutter no longer cuts me.